Event description:
It was reoorted that a creo lockinq cap backed out post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. It was reported that a creo locking cap backed out post-operatively. Osteomyelitis can affect patient anatomy and result in atypical loading of implants. Due to this and other variables, it is not possible to determine the forces on the implant and how they may or not have affected it's loosening. The exact cause remains unknown due to the inability to evaluate the implant or the implants position, or the root cause of the observed pain. The following sections have been updated: b4, e1, e3, h2, h6, h10.